Event description:
Physician reported coating appears only on the edges, no coating on the center. Product being returned for eval and analysis.

Manufacturer narrative:
The images show that the majority of the mesh construct was intact. There were many sutures and tacks visible in the periphery of the device and the mesh and most of these locations looked intact. The primary function of the explanted mesh, which is to support a soft tissue defect, was not affected in any way. The lot history of the mesh was reviewed and no deviations in the mfg process were observed. Tissue ingrowth could be compromised if there was a severe infection resulting in inflammatory fluid collection around the implant. The images show that after 32 days in-vivo very little tissue is seen on the mesh. This suggests that a significant fluid collection or even abscess around the mesh may have been present. Furthermore, in a severe infection with fluid collection and compromised healing, reduced tissue ingrowth and neoperitoneum formation may have influenced the rate of coating absorption as well as adhesion formation to the mesh. The images show that the majority of the mesh construct was intact. As expected, there were many sutures and tacks visible in the periphery of the device. The mesh in most of these locations looked intact. One portion of the mesh, at the periphery, exhibited a 1" tear. Also, in the center, single layer portion of the device, a few small holes in the mesh construct were noted. The tear and holes in the mesh were most likely created during adhesiolysis and explant of the mesh, as no complaint was received from the surgeon pertaining to tears or holes in the mesh. The product met all design specifications and the mesh functioned as intended. At thirty days, partial resorbtion of the coating material and tissue ingrowth from the abdominal wall would be expected, although tissue ingrowth could be compromised if there was a severe infection resulting in inflammatory fluid collection around the implant.